Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had a possible infection at the ipg site with symptom of an inflamed site. The symptom was assumed to have happened post operatively after the original implant procedure. The patient was admitted in the hospital for a rise of bacteria in the blood in a follow up blood work and was given an antibiotic intravenously. The patient underwent a procedure wherein the physician washed out the ipg site. It was also reported that the issue was not related to the device and no device malfunction was suspected. It was confirmed by the physician that there was no infection. The patient was discharged from the hospital and doing well.